Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead 3487a unknown found the stim lead body conductors broken and the anchor site was unknown. It was reported that all conductor wires were broken 9.6 cm from the proximal end. It was logged the lead length was 28 cm. It was noted they disconnected the lead from the distal segment of the extension and a functional test of the lead segment found all circuits open. Analysis of the extension (B)(4) found no significant anomaly and the extension's body was cut through so that the product was segmented. It was reported it had system test that cut the end of the extension to the end of the lead, and all circuits were open. It was reported the extension length proximal segment was 48cm and the distal segment was 3.5 cm. It was noted a functional test showed the continuity of the extension's proximal segment was acceptable with no shorts when it was dry and a functional test of the distal segment of the extension found the continuity acceptable, with no shorts when dry.

Event description:
It was reported that a patient returned to the hospital today for loss of stimulation and loss of therapeutic effect. It was reported that the patient had pain and less than 50% therapy relief. It was reported that the lead was connected to the implantable pulse generator (ipg) and impedances measured from the ipg were all >4000 ohms. It was stated that the physician did a revision with the ¿alligator kit¿ from the extension and leads. It was reported that the impedances measured from the lead and extension were all about 6000 ohms. It was noted that in addition to impedance testing, x-rays were taken and reprogramming was performed. It was reported that the healthcare professional (hcp) decided to replace the lead and extension with models 3877-45 and 7472. It was stated that he reconnected the lead and extension to the ipg and that the device issue was resolved. It was reported that the patient could now feel the stimulation correctly and ¿felt fine¿. It was noted that the explanted devices would be returned to the manufacturer. Additional information received reported that the lot and serial numbers were not yet available, the manufacturer¿s representative would go to the hospital next thursday. It was stated that all diagnostics performed were already reported. It was stated that no malfunctions had been seen or issue cause determined. It was stated that the devices had already been returned.